Manufacturer narrative:
Approximate age of device - 1 year. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information provided by the vad coordinator indicated that the patient was treated for the suspected thrombus prior to the pump exchange through tissue plasminogen activator, heparin and coumadin. The patient had sub-therapeutic international normalized ratio on admission. The pump will not be returned for evaluation.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with unspecified heart failure symptoms, lactate dehydrogenase levels 3 times their normal baseline, and suspected device thrombosis. Pump powers and estimated flows were both reported to be normal. A ramp echocardiogram showed the left ventricle did not unload even with pump speed changes and there was limited flow through the lvad. The patient's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry stating: on admission inr 1.2. Pump parameters stable. Highly elevated ldh. Hemolysis, pump thrombus suspected. Tpa x4 dosages infused. Despite tpa and heparin IV, ldh levels remained high. Lvad exchanged (B)(6) 2015. No obvious thrombus noted on explant, but pump was not functioning properly under tee.